Event description:
It was reported that during a subtotal gastrectomy procedure, the hand activation did not work and then could not be used. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.